Event description:
Hcp reported the pt died 24 hrs after refill of pump with morphine. The pt was receiving hyperbaric chamber treatments. No cause of death is known. No further info could be obtained, including morphine dose given and comcomitant medications. A follow up report will be sent when further info is received. The device has not been returned for analysis.

Event description:
MFR rec'd autopsy report from the medical examiner with cause of death intoxication, alprazolam and morphine due to treatment for lupus erythematosus; with contributing cause of death hypertensive heart disease; manner of death natural. Diagnoses included: intoxication, alprazolam and morphine; lupus erythematosus, anamnestic; hypertensive heart disease with left ventricular hypertrophy and dilatation; chronic rheumatic mitral valvulitis, pulmonary edema and congestion, acute; chronic passive congestion of the liver; ascites; pleural effusion, left; pleural adhesions, fibrous, right.